Manufacturer narrative:
The reamer had evident wear on the cutting teeth and shell of the reamer which could cause the reamer to feel dull while reaming. Manual surgical instruments have a limited life-span which is generally determined by wear (B)(4). Total events summarized: (B)(4). Explanation for late mdrs: (B)(4) conducted a retrospective audit of orthopedic complaints files at the end of 2013 which covered complaint dates two years prior. During this review, a complaint was found that indicated while the physician was reaming the patient's acetabulum with a dull reamer, the reamer perforated the bone. This serious injury event was properly reported to the appropriate competent authority; however, the event was never reported to the FDA. (B)(4) became aware of this on (B)(6) 2012 and promptly reported the event to the FDA under MDR manufacturer report number 9614497-2014-00002. Based on FDA regulations, (B)(4) reviewed all dull reamer complaints beginning on or after (B)(6) 2012. If the physician noted the dull reamer during the patient procedure, the event was deemed [?]FDA reportable'. No other serious injury dull reamer events were found during this retrospective audit. Complaint notification received from zimmer.

Event description:
It was reported that the physician noted the acetabular reamer was dull during the procedure. No patient consequences were reported as a result of this event. Minimal information was provided and no additional information is expected.

Manufacturer narrative:
(B)(4) is not the legal manufacturer for the following unique ID numbers identified within the spreadsheet (B)(4).